Manufacturer narrative:
Continuation of d10: product ID: tm90t0, product type: accessory. Product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding patient receiving fentanyl via implantable pump for non-malignant pain. The patient reported that when they were getting the pump refilled, the bolus goes quickly, but after I deliver it, it goes on the phone quickly. After about three weeks, it started slowing down. Now, when I'm getting closer to the refill date, it takes in a couple minutes. The patient said ¿it gets to 91% and it just stayed there for a long time (later stated forever). Then it'll do the 91% thing again for forever after pressing deliver bolus.¿ they talked to their healthcare provider (hcp) about it a couple refills ago .' Agent assisted the patient in resetting the communicator and reviewed connection considerations. While on the call, patient mentioned 'I just gave myself a bolus about a half hour ago.' The patient said ¿I had only had this thing for a year and a half - I guess 2 and a half - 2 years. It seems like it's almost been like that from the get-go.¿ however, they were able to connect to the pump successfully on call. They will monitor and call back if assistance is needed.